Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2024. The insertion date of the sensor was (B)(6) 2024. As per the information that was provided to senseonics, the sensor was unable to be palpated before the incision. Transmitter was not used to localize the sensor, but an ultrasound was used.another removal attempt was made on (B)(6) 2025 and the hcp was able to successfully remove the sensor.incident does not require any further investigation. B4. Date of this report updated to 10 march 2025. G3 date received by the manufacturer?10 march 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4310.

Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the removal appointment on (B)(6) 2024. According to the case information, the sensor was inserted in the left upper arm. The sensor was palpable before the incision, but no transmitter or ultrasound or magnet was used to localize it. Another removal attempt will be made on a future date.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.